Event description:
The customer reported that a sheath/hub separation occurred on 11/2/98. The event was not noted until a later date when the pt returned for another purpose. The pt complained of pain and swelling at the right groin site. The pt had an outpatient surgical procedure on 11/22/98 to remove a foreign body - vasoseal sheath. No further complications were reported.